Event description:
It was reported the patient experienced a shocking/jolting sensation. The implantable neurostimulator (ins) and components were explanted on (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 6000032-2012-00101 for related concomitant device event.

Manufacturer narrative:
Product ID 7495-25 serial# (B)(4) implanted: 2001-(B)(6) explanted: 2012-(B)(6) product type extension product ID 7495-25 serial# (B)(4) implanted: 2001-(B)(6) explanted: 2012-(B)(6) product type extension product ID 748925 serial# (B)(4) implanted: 2004-(B)(6) explanted: 2012-(B)(6) product type extension product ID 748925 serial# (B)(4) implanted: 2004-(B)(6) explanted: 2012-(B)(6) product type extension product ID 7435 serial# (B)(4) product type programmer, patient product ID 3998 lot# l94314 implanted: 2001-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3998 lot# j0444162v implanted: 2004-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3487a-33 lot# l45106 implanted: 1997-(B)(6) explanted: 2012-(B)(6) product type lead product ID 7427 serial# (B)(4) implanted: 2001-(B)(6) explanted: 2012-(B)(6) product type implantable neurostimulator. (B)(4).